Event description:
Plaintiff alleges that she became allergic to latex from her continued exposure to latex gloves. She alleges that as a result of her allergy, she has become sensitized to latex and may no longer work as a doctor at any medical facility and is subject in the future to one or more anaphylactic reactions to latex products. Further alleges that she has suffered substantial injury, pain and suffering as well as economic loss.